Manufacturer narrative:
Three (3) good faith attempts were made to retrieve the device; however, the aquabeam handpiece was not returned for investigation. The investigation of this event consisted of the information received plus a review of the event log file, labeling, and DHR. The aquabeam robotic system's treatment logs file was reviewed, which confirmed the reported event. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam handpiece / lot number 23c01829 was conducted, which confirmed that there was one (1) non-conformance issued to this lot during the manufacturing process that could potentially be related to the reported event. The affected units within the lot were reworked to address the nonconformance. Upon re-inspection, the lot met all required specifications and was then deemed acceptable to be released for distribution per device specifications. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us, english was reviewed. Table 5 system detected errors and faults. E22 - motorpack error. Release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Submission of this report does not constitue an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the priming stage, the aquabeam robotic system generated an "e22 - motorpack error" message, which persisted despite multiple troubleshooting attempts to resolve the issue. Despite using a second handpiece, the error message reappeared during the third treatment pass after the handpiece was dropped. As a result, the treating surgeon decided to abort the aquablation procedure and instead proceeded with manual resection. There were no adverse health consequences to the patient due to this event.